Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a cystoscopy left ureteroscopy with homium laser lithotripsy procedure performed on (B)(6) 2016. According to the complainant, ten days after the procedure, upon follow-up the surgeon found on an x-ray a portion of the distal tip of the metal corewire from the sensor wire left inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.